Event description:
Pt scheduled for cataract extraction via phacoemulsification. Unit set up per routine and cassette in question was used. Vacuum level was checked and rechecked as per routine prior to beginning of case. Unit appeared to function poorly during sculpting of the cataract's cortex but once this was completed, according to md doing procedure "everything started to shift toward the back of the eye, thought there was a rent or tear in the posterior capsule" so the incision was enlarged and converted to extracapsular cataract extraction. Post-capsule was examined and no tear was apparent. Checked hand-held piece and noted bss+ irrigation coming from the tubing which should have been the vacuum tubing, not the irrigation tubing. Cassette was changed and the unit performed without problem thereafter.